Event description:
It was reported that a patient fell on the ground and was told she had a kink in her lead and they would have to work around it and program around it. The issue was determined by taking some readings and measurements. The patient had severe pain in her bottom and her doctor was unsure if she had irritable bowel syndrome or if the pain was caused by the fall. The patient went to physical therapy after seeing a healthcare provider and therapy was done. That night, she felt a severe jab in her right middle lobe in front, below the belly button, which radiated to the right buttocks. The patient went to the emergency department, had a CT scan, and was given percocet. They couldn¿t determine anything from the CT scan and they wanted to perform an MRI. The patient was told by her gastrointestinal doctor that her bowel was full and she was instructed to take miralax. She went back to the emergency department because the pain did not resolve. The implantable neurostimulator (ins) was left off to see if the pain was from that, the pain did not resolve, and the ins was turned back on. The patient had a second visit to the emergency department for the same pain and it was noted that she experienced the pain with movement. The patient was prescribed celebrex and the pain was resolving. A healthcare provider reassured the patient that there was no kink in the wire, but when the wire was tested at one time, two of the lead pairs weren¿t working. When the wire was tested on (B)(6) 2015, the impedances for all lead pairs were within normal limits at a pulse width of 270. The event cause was not device related. The patient was still having concerns regarding her device or therapy, but was working with her doctor or manufacturer representative. She had an appointment scheduled for (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0mmm7, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).